Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce tts balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the balloon was attempted to be inflated, however the balloon popped during inflation. It was reported that no pieces detached inside of the patient and that a second maxforce tts balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual inspection of the returned device revealed 2 kinks in the catheter. Functional testing showed that the balloon could be inflated to its maximum pressure without issue. No leaks or holes were noted in either the balloon material or catheter. The reported defect of balloon burst was not confirmed. The balloon was able to be inflated without any issues or defects. There could have been some inflation difficulties during the procedure due to anatomical/procedural factors which limited the performance of the balloon (e.g. Tortuous anatomy). Therefore, the most probable root cause is operational context. Based on the investigation results, which indicated the balloon did not burst or leak, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a maxforce tts balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the balloon was attempted to be inflated, however the balloon popped during inflation. It was reported that no pieces detached inside of the patient and that a second maxforce tts balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The event date is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.